Event description:
The explanted device was received at hq. Reportedly the reason for explantation was a wound healing disorder with an exposed electrode retro-auricularly and a fistula in the closed left ear canal. The issues started on (B)(6) 2023, the cause for the retro-auricular wound is currently unknown. There is no allegation that the device was caused or contributed to the explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the electrode retro-auricularly caused by a wound healing disorder. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. This is a final report.

Event description:
The explanted device was received at hq. Reportedly the reason for explantation was a wound healing disorder with an exposed electrode retroauricularly and a fistula in the closed left ear canal. The issues started on (B)(6) 2023, the cause for the retro-auricular wound is currently unknown. There is no accusation or claim that the device was responsible for or played a role in the explantation. More information has been requested.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.